Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that their device intermittently doesn't turn on when the lid is opened. As a result, the device may not automatically power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center (pac) verified the reported issue and that the device was able to power using the on/off button. The root cause of the reported issue was determined to be due to the reed switch, sw5. The device was archived by stryker.